Event description:
It was reported that a patient cut the tubes away from the homechoice machine. The step of peritoneal dialysis therapy or setup during which this occurred is unknown. It is unknown why the patient cut the tubing. The patient was reportedly moved to hemodialysis therapy after this incident. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a patient who cut the tubes away from the homechoice device. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to follow aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. The guide also warns the user that using damaged sets can result in contamination of the fluid or fluid pathways. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted